Manufacturer narrative:
(B)(4). Evaluation, results: restenosis after previous balloon angioplasty, moderate calcification and moderate tortuosity. Stent damage, failure to deliver stent. Target lesion pre-dilation is recommended prior to attempted stent delivery. Conclusions: restenosis after previous balloon angioplasty, moderate calcification and moderate tortuosity. Target lesion pre-dilation is recommended prior to attempted stent delivery.

Event description:
The physician intended to implant a 2.75 mm diameter x 12 mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat a lesion in the 2nd obtuse marginal. The target lesion was reported to be a restenosis after previous balloon angioplasty and exhibited 90% stenosis, moderate calcification and moderate tortuosity. The struts of the resolute integrity stent were observed to be damaged after the first attempt to deliver the device. Pre-dilation was then performed using a 2.0 mm x 20 mm balloon to 20 atm. The 30% stenosis remained following this pre-dilation. A 2.78 mm x 8 mm resolute integrity stent was then successfully implanted to the 2nd obtuse marginal. The device had been inspected prior to use with no abnormalities noted. The patient is reported to be fine and no clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product - (B)(4).